Manufacturer narrative:
(B)(4).

Event description:
This event was reported in error. The information regarding normal battery depletion was not reportable however the infromation regarding the wound hematoma was reportable for serious injury and for a different device. This report can be found in regulatory report # 3004209178-2014-10035. Any further information received regarding the wound evacuation can be found in the previously noted regulatory report, while any information received regarding the normal battery depletion can be foudn under this regulatory report.

Event description:
It was reported that the patient was having their implantable neurostimulator (ins) replaced. It was unknown if there was a therapy issue or just normal battery depletion. The device was dead and it was unable to be interrogated. It was further reported that the serial number of the device was not available. The device was discarded by the hospital. The device was at normal end of life and had lasted 24 years. The patient¿s new device was programmed after the replacement procedure and they had normal stimulation and were receiving good pain relief. Additional information received reported the generator battery was expelled and that it was ¿(B)(6)¿. It was reported the depletion of the battery was normal and the patient underwent replacement on 2014-(B)(6). It was reported on 2014-(B)(6) the patient had a wound hematoma and required wound evacuation.

Manufacturer narrative:
(B)(4).